Event description:
The customer reported the following complaint: while treating a pt in cardiac arrest, the defibrillator prompted replace battery. Immediately, I walked to the ambulance 50 meters away. At the same moment, the pt had vf and my colleague started charging the defibrillator, and the device shut off because of the empty battery. The device shut off after one (1) replace battery message. It wasn't possible to defibrillate the pt at the time he had vf, after returning with other batteries, the pt had a escape rhythm. The pt was not resuscitated.

Manufacturer narrative:
Physio-control has determined that root cause for the reported event in use error in that battery readiness and maintenance procedures were not followed. Info regarding battery readiness and maintenance was reviewed with the customer by physio-control.